Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disk disease (ddd), spondy at l4/5 and underwent oblique lumbar interbody fusion (olif) surgery at l4/5. During surgery, black tab locking part to outer sleeve broke off. The product came in contact with the patient. No fragment of the instrument remained in the patient body. No patient complications were reported due to this event.

Manufacturer narrative:
Additional information received: product analysis results: visual and optical inspection of the olif shaft revealed part of the knob clip has been broken off. Optical inspection of the surface revealed a fairly flat brittle fracture area. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.